Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2014". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to a combination of deep vein thrombosis/pulmonary embolism. Patient is alleging migration, tilt, vena cava perforation, organ perforation and mesenteric perforation. The patient further alleges ¿I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, "ivc filter is in place. The filter is positioned low within the inferior vena cava, terminating approximately 6.8 cm from the lowest most renal vein. The tip of the filter device is tilted laterally, abutting the right lateral wall of the ivc. The struts extend beyond the confines of the wall of the ivc. This is a normal finding. No evidence of retroperitoneal fluid collection is present. No penetration of adjacent visceral structures is present. No strut fracture is identified. No evidence of luminal narrowing of the ivc is identified on this noncontrast evaluation."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation ¿ the following allegations have been investigated: vena cava/organ/mesenteric perforation, tilt, and anxiety investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.